Manufacturer narrative:
Model number/catalog number: sc-2316-50. Serial number: (B)(4). Batch/lot number: 20312777/20867218. Model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection in an unknown location and was placed on antibiotics. The patient underwent an explant procedure. No further information can be obtained.